Manufacturer narrative:
The bwi failure analysis lab (fal) received the device for evaluation on 8/2/2018. Initial visual analysis identified ¿char¿ on the distal tip, however, no other visual damages were found. The issue of char is not reportable. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30046974l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that an approximately (B)(6) male patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered thrombosis (no medical/surgical intervention required). During the procedure, after performing pulmonary vein isolation (pvi), the tip of the thermocool® smart touch® sf bi-directional navigation catheter was noted in the left atrium to have significant char on the tip. A thrombus was subsequently confirmed by ice. Medical or surgical intervention were not required. Extended hospitalization was not required as a result of the adverse event. Patient outcome is fully recovered with no residual effects. The patient did not exhibit any neurological symptoms since the procedure was completed. The physician did not provide a causality opinion. There were no issues related to temperature and flow on the catheter during the procedure. The generator parameters included stsf settings, 30 watts, default cut-off settings and irrigation setting pre and post-radiofrequency at 2 ml/min. The patient received anticoagulant (saline with heparin 2 units/min) during the procedure. The issue of char is not MDR reportable, however, the thrombosis is an MDR reportable event.

Manufacturer narrative:
It was reported that an approximately (B)(6)-year-old male patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered thrombosis (no medical/surgical intervention required). During the procedure, after performing pulmonary vein isolation (pvi), the tip of the thermocool® smart touch® sf bi-directional navigation catheter was noted in the left atrium to have significant char on the tip. A thrombus was subsequently confirmed by ice. Medical or surgical intervention were not required. There were no issues related to temperature and flow on the catheter during the procedure. Product evaluation summary: the device was visually inspected and char was found on the catheter tip, then, during the second visual inspection, no char was observed, could be related to the decontamination process. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor was tested and it was working properly; the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The char reported by the customer was confirmed, however, the catheter passed all specifications. In addition, char is a physical phenomenon of rf; it can be the normal result of the ablation process. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s ref # (B)(4).